Event description:
Related MFR # 2916596-2023-06965, MFR # 2916596-2023-06966, MFR # 2916596-2023-0696, MFR #2916596-2023-07318, and MFR # 2916596-2023-06968. It was reported that after patient performed a controller exchange on (B)(6) 2023, the new controller (B)(4) had driveline disconnect alarms on (B)(6) 2023 at 805:53. The driveline reconnected on (B)(6) 2023 at 806:27. Prior to the disconnect, there were odd voltages captured on the white power lead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a controller exchange for red heart alarms after taking a shower. The patient claimed that their controller and battery clips had fluid ingress. The controller and battery clips were exchanged. The battery clips were found to be pretty dirty. A review of the log file revealed a driveline disconnect alarm on (B)(6) 2023 at 0842 due to modular cable replacement (see (B)(4)). The driveline was connected to (B)(6) on (B)(6) 2023 @ 7:02:20, and then disconnected on (B)(6) 2023 at 7:02:37. This occurred while the patient was on batteries. The patient had another set of driveline disconnect alarms on (B)(6) 2023 at 8:05:53. The driveline reconnected on (B)(6) 2023 at 8:06:27. Prior to the disconnect, there were odd voltages captured on the white power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange and odd voltages was confirmed via log file analysis. The reported event of fluid ingress was unable to be confirmed. A review of the log files, extracted from (B)(6), contained data spanning approximately 5 days ((B)(6) 2023 per timestamp). Intermittently on (B)(6) 2023 while connected to battery power, power cable disconnect alarms and a low power advisory alarm were active due to invalid rsoc faults associated with the white and black power cables being outside the expected voltage threshold. Pump operation was not affected. On (B)(6) 2023 from 8:05:53 ¿ 8:06:27, the driveline was briefly disconnected, and the pump stopped. At 8:06:27, the driveline was reconnected, and the pump regained speeds above the lsl within 4 seconds. No atypical red heart alarms were active before the reported controller exchange. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event and the cause of the driveline disconnects; however, no additional information was provided. A root cause for the fluid ingress was determined to be the patient taking a shower, per the reported event details. The root cause for the controller exchange and odd voltages was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low flow, red heart, and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.